Manufacturer narrative:
Product event summary: (B)(4). The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly high voltage lead trend data show various spike increases for maximum svc defibrillator impedance equal to 49 to 3416 ohms peak between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a lead alert for high superior vena cava (svc) lead impedance in the right ventricular lead. It was further reported that the svc coil was planned to be programmed off and further testing of the lead was planned. The lead remains in use. No patient complications have been reported as a result of this event.